Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing hydromorphone and baclofen (unknown) for spinal pain and failed back surgery syndrome. It was reported that the patient stated they had been having some medical issues for the past 3 weeks. Patient stated they went to the emergency room (ER) and they did a brain scan, chest x-ray, and computed tomography (CT) scan of the pelvis because they have been having problems with their bowels functioning properly, double vision, confusion, light headedness, and numbness in their hands which they have anyway, but it has been more profound. The ER did not check the pump. Patient mentioned they feel like they were going through massive withdrawals and there are times they can't hold their eyes open, blurred vision, cramping, numbness, in different spots in their hand, abdominal pain, and all sorts of stuff. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare provider reporting that patients pump was 8 years old, he had been having increased pain. Patient believes the pump isn't working like it used to. The healthcare provider reports they will be doing a pump myelogram and replacement on (B)(6) 2026. Per patients' healthcare provider the patient had a 15% increase at last visit. For one week after the patient had increased constipation, so he stopped giving himself 4 boluses a day. Then he started having diarrhea, sweating, shaking increased pain, dizziness, and blurry vision. He started giving himself 2 boluses a day now and taking oral norco 10s which are improving his symptoms.